Event description:
The customer reported the joystick did not function properly during a case. It did not affect the treatment.

Manufacturer narrative:
The ge service rep ordered a joystick, disassembled the rui assembly, replaced the joystick, then verified joystick operation. During repair it appeared that the assembly dropped. The rep found the control panel membrane cut. He replaced the part. The system operates as intended.